Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the cable insulation is torn and wires exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the last month or so pt had been having trouble getting any charge. Pt then said they had been having trouble charging for a couple of months but mostly in the last month. The recharger overheats in the area where the cord connects to the paddle or the controller said 'no device found'. A couple of times it said to call medtronic with no error code. Pt reset it but no matter what pt tried it would not read it. It either won't charge or showed no device found. Pt said the connection was very finicky, if pt moved the arm they would lose the connection. Pt said they had not charged for a couple of days. Pt also mentioned the day and time were messed up but it did not bother the pt too much. Pt tried reset other times, at least 3 times and stopped trying. Had pt use the equipment on the call. Pt got no device found. Instructed pt to press recharge and go through passive recharge mode. Middle number was at 92. Pt said prior to that the number was at 83-93. Pt noted the recharger cord got super hot on the call. Pt said 'my back is super hot'. Pt then got system problem rm03.